Event description:
It was reported that patient had loss of therapeutic effect. The patient stated therapy was working up until 4 days ago and was on program 1 at 1.3/1.5. The stated she had returned of frequency going to the bathroom in the past 4 days. The patient tried to increased stimulation but was uncomfortable and did not like the "thumping" sensation .the patient has appointment scheduled (B)(6) 2014. It was later reported on (B)(6) 2014 that patient did not show up for the last appointment on (B)(6) 2015 for reprogramming. The cause of event was not determined; it was noted that patient stimulator was on during her prior visit to health care provider which was on (B)(6) 2014. It was noted that patient did not know how to work her programmer at all. The patient only used her neurostimulator 25% of the time. It was also noted that patient did not have loss of therapeutic effect and no loss of stimulation. It was noted that patient would likely get improvement when she learns how to use her programmer. The patient outcome was reported at not recovered, symptoms/issue ongoing. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0kf1r, implanted: (B)(6) 2014, product type: lead. (B)(4).